Event description:
It was reported that during preparation of a mitraclip xtw, one gripper would not drop. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.